Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that a patient had undergone a full revision as the device was "not communicating." However, follow-up from the patient's physician indicated that the device was actually replaced due to high impedance. The office indicated that the device was communicating as intended. There was no reported trauma or manipulation, and x-rays had been taken, but they would not be sent to the manufacturer for review as the office had not been able to visualize any break in the lead wire. The patient's explanted material was returned to the manufacturer for analysis. There was no performance or any other type of adverse conditions found with the pulse generator. The analysis of the patient's explanted lead portion revealed no anomalies other than typical wear and explanted-related observations; however, the electrode array portion of the lead was not returned for analysis.